Event description:
Pt on ventilator support when ventilator alarmed. Respiratory tech responded immediately and discovered crack in newly applied circuit (tubing between humidifier and ventilator). Manual ventilation support provided until circuit tubing replaced - no harm to pt.